Event description:
It was reported that the patient had no stimulation sensation. The patient has not felt stimulation since last week (B)(6) 2014. The patient connect with patient programmer and the patient confirmed that their therapy was off. The patient has no idea when it could have gotten turned off. The patient was walked through how to turn stimulation back on. The patient could feel stimulation again. The patient had a loss of therapeutic effect. The patient has had symptom return and a uti (urinary tract infection) that developed recently. The patient had bad bladder spasms and they was not sure if that was from the stimulation or the uti. The patient was implanted with interstim last month. The patient was frustrated about the education that she received with their programmer device. The patient states that the healthcare provider was not being helpful. The patient states that initially therapy was working for patient. The patient will watch their symptoms now that stimulation was back on and contact their healthcare provider if they does not get relief. Additional information received reported that the patient was frustrated because they were trying to increase their stimulation but was getting the "turn stimulation on" screen. The patient reports seeing that the stimulation was off as they does not see a lightning bolt, and says that they were currently on program 1. The patient did not turn there stimulator off. It was noted that during the call that the patient "was hitting all the buttons." The patient said that this could not have happened. The patient was walked through turning stimulator back on, and explained how the programmer works. It was noted the patient was now able to increase amplitude.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0e9fc, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. An appointment on (B)(6) 2014 was noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).